Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that leak of raw food mixed with blood was noted from the hemostatic valve during pre-mapping at orion. Sometimes only blood was leaking. The leak was approximately 30 ml/min at the start, worsening to about 50 ml/min at the end of mapping. Pump was used for the irrigation of the sheath. Farawave catheter and starter guidewire were inside the sheath prior to, and/or at the time, the leak was observed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that leak of raw food mixed with blood was noted from the hemostatic valve during pre-mapping at orion. Sometimes only blood was leaking. The leak was approximately 30 ml/min at the start, worsening to about 50 ml/min at the end of mapping. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the ablation procedure to treat atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that leak of raw food mixed with blood was noted from the hemostatic valve during pre-mapping at orion. Sometimes only blood was leaking. The leak was approximately 30 ml/min at the start, worsening to about 50 ml/min at the end of mapping. Pump was used for the irrigation of the sheath. Farawave catheter and starter guidewire were inside the sheath prior to, and/or at the time, the leak was observed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.